Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Photographs of the explanted stem were provided and reviewed. It is possible to confirm a fracture of the material as reported. It is not possible however to determine a root cause using photo images. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). Health effect - clinical code: appropriate term / code not available (e2402) used to capture the musculoskeletal system (e16). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to implant fracture, the hip was subsequently revised. Fractured lateralized corail stem. Implant not available for return. Patient had high bmi. Possible impingement on cup causing damage to neck. Event did not happen during procedure. Implant was revised for stem fracture.